Event description:
It was reported by the customer that a pyxis medbank system had drawer failure. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the system had faulty controller. A field service engineer replaced faulty controller. The system functioned as intended after the field service engineer troubleshooted the device.